Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell three of five. The hp did not know what the alarm was. The technical service representative (tsr) reviewed the alarm log and found the system error 2240 alarm. The hp had been connected during prime. There was nothing found with the setup during troubleshooting that would cause or contribute to the alarm. The tsr assisted the hp in clearing the alarm and advised the hp to not prime while connected. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.